Event description:
Device 3 of 5: MFR reference report: 1627487-2019-02579, 1627487-2019-02587, 1627487-2019-02589, and 1627487-2019-02590. It was reported that the patient had a system explant on (B)(6) 2019 due to ineffective stimulation. Multiple programmings were attempted without success.

Event description:
Device 3 of 5: MFR reference report: 1627487-2019-02579, 1627487-2019-02587, 1627487-2019-02589, and 1627487-2019-02590.